Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the touchscreen is now shattered. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (330 mg/dl). Contact stated customer will continue to use the pump to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump and has back up insulin pens for continued insulin therapy.